Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42 subsequently, the pump screen became frozen on the cgm error notification and the customer was unable to clear it. The customer's blood glucose level was 120 mg/dl. During troubleshooting with tandem technical support, the customer was able to clear the screen. Customer declined to further troubleshoot with tandem technical support.